Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unit passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarms noted during testing. Unit functioning properly. Unit was received with minor scratched lcd window, cracked retainer and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were receiving multiple pump error alarms on the insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They were assisted with rewinding the insulin pump. It was noted that an insulin pump error alarm occurred during the rewind process. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.